Event description:
Customer reported a protruded drive support disk. Customer's blood glucose reading is 134 mg/dl. Advised customer not to manipulate or push the drive support cap while connected. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. The insulin pump was received with a missing end cap sticker.